Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found damage on lower left front corner of top case. The device event history log review found pump motor drive phase b post and battery not working and battery communication timeout. During the functional testing was unable to duplicate the pump motor drive phase b post at power up, battery capacity at 64 percent and the battery was less than 2 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the interconnect board and battery for preventive and performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a pump motor drive phase b post error. No patient injury was reported.